Manufacturer narrative:
Concomitant medical products: model: a2dr01 ipg; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a sharp pain around the implantable pulse generator (ipg) site. The right ventricular (rv) lead exhibited chronically low r waves. The rv lead remains in use. No further patient complications have been reported as a result of this event.